Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® low profile one-piece abutment (ilpc343u) was returned for investigation. Visual evaluation of the as returned product identified fracture across the screw threads. Device history record (DHR) review for the lot (2020021298) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (2020021298) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. First/given name: unknown / not provided.

Event description:
It was reported that the screw of the low profile abutment fractured. The fractured portion was removed from the implant.